Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl). The patient reported experiencing a skin irritation on the abdomen after one day of wear. The patient prepares the skin with a prescribed nasal spray that mitigates allergic reactions. The irritation presented as redness under the pod and symptoms subsided after removal. A new pod was activated without problems.